Manufacturer narrative:
(B)(4). Batch # unk. The lot/batch was not provided; therefore, the manufacturing record evaluation could not be performed. Additional information received: the pa did not fire but the surgeons did. Dch has been using circular buttressing since 2017 and it was used in these cases. There were no issues with the circular staplers during the initial surgery. Leak tests were passed, and donuts were sufficient. The surgeons close until snug, verified that they are in the green range, held for 1-minute and then fired. The rep did not recall them re-tightening. The staple line was not examined intraluminal. The leaks happened within a week to 21 days. It was believed that all the patients had diverticulitis and it is unknown if chronic. It was asked if the surgeon¿s believed the leaks were staple related and regional sales stated that they really don¿t know at this point. The patients are sick, and they operate on these types of patients every day. The rep also shared that the patients presented with fever, abdominal discomfort, elevated wbc, abscess on the staple line, hole on the staple line (described as it blew out the side of the staple line). One patient was injected with contrast which showed the leak. There was no mention of staple form issues. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What were the indications for surgery? Did the patient receive any preoperative chemotherapy or radiation? Did the patient have any other comorbidity? What is the surgeon¿s experience with the device? Can a detailed timeline of events leading up to the patient¿s death be provided? What was the date of the death? Has a cause of death been determined? Can operative notes or an autopsy report be provided? Does the surgeon believe the ethicon device caused or contributed to the patient death or were there other contributing patient factors? In surgeon opinion, what is a potential cause of the patient¿s death? Would the surgeon be interested in speaking with ethicon medical and engineering personnel? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that the surgeon performed an open exploratory laparotomy that included a colon resection and end-to-end anastomosis with an ethicon powered circular device. The anastomosis passed an air leak test. The patient went home from the hospital on (B)(6). The patient was readmitted to the hospital on (B)(6) and the decision was made to re-operate due to the likelihood of an anastomotic leak. During the re-operation, it was noted that the anastomosis had "failed" and had fallen apart. During the re-operation, the patient died.

Manufacturer narrative:
(B)(4), date sent: 02/10/2023. Additional information was requested, and the following was received: what were the indications for surgery? Colon cancer. Did the patient receive any preoperative chemotherapy or radiation? No. Did the patient have any other comorbidity? Diabetic, obese, smoker. What is the surgeon¿s experience with the device? Surgeon who fired the cdh29p ¿ since (B)(6) 2020. Primary surgeon¿1 year. Can a detailed timeline of events leading up to the patient¿s death be provided? The patient returned to the ER on (B)(6) due to abdominal pain. A CT was performed, and free air was identified. A reoperation (laparotomy) was performed that day. During the reoperation, the patient passed away. What was the date of the death? (B)(6) 2022. Has a cause of death been determined? Multisystem organ failure, septic shock due to anastomotic leak. Can operative notes or an autopsy report be provided? Not at this time. Does the surgeon believe the ethicon device caused or contributed to the patient death or were there other contributing patient factors? The surgeon does not know what could have been the cause of the leak. In surgeon opinion, what is a potential cause of the patient¿s death? Failure of the anastomosis and the subsequent septic shock and organ failure. Would the surgeon be interested in speaking with ethicon medical and engineering personnel? Not at this time.